Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging the up and down keypad buttons were intermittently unresponsive. The reporter stated that the lens cover was intact and denied trauma and moisture to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/10/2013 with the following findings: the keypad was observed to be fully intact with no peeling or damage. The contrast, down and ok buttons responded properly to testing. The up button was intermittently unresponsive to testing. The keypad was removed to investigate and evidence of contamination was observed under the contrast and up button contacts. Unrelated to the initial complaint, the display screen was dim with a pink contrast.